Event description:
Procedure performed: unknown event description: the date of death and event date is unknown. The rep informed us that customer mentioned an incident happened in 2012 with one of our trocar resulted in patient death. No additional information. Patient status: death.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the death or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends correction: the email address in section e has been corrected.

Manufacturer narrative:
The event unit will not be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the date of death and event date is unknown. The rep informed us that customer mentioned an incident happened in 2012 with one of our trocar resulted in patient death. No additional information. Patient status: death.